Event description:
Reporter noted three cases of bacterial endophthalmitis with surgeon. Patient 1 of 3: onset three days post-operation. Cultured staph epi. Had intravitreal injection of antibiotics. Condition reported as improving.